Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences; device was subsequently deactivated after 56 pulses. No damages or defects were observed that would result in a needle not deploying. Although no problems were found, it could not be determined when the device deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient¿s blood glucose exceeded 250 mg/dl while activating the pod. The needle mechanism deployed prematurely before the pod was applied.